Event description:
It was reported that the patients implantable pulse generator (ipg) was not keeping a charge despite the fact that the remote control showed that it was fully charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.